Manufacturer narrative:
The reported event of high impedances was confirmed. As received, microscopic inspection of the returned octrode lead showed seven internal lead wires broken. End to end continuity testing confirmed the wires were electrically open. The cause of the lead wire breakage is unknown as the patient didn't report any falls or tramatic physical events. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced.